Event description:
The patient stated: has a 3 lead device because of something with an old st jude lead "blocking something". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).